Event description:
Device issue: suture did not deploy as expected. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of a mildly tortuous femoral artery after an interventional procedure. Reportedly, when the plunger was pulled from the proglide device, no suture was present. The physician removed the device from the pt anatomy and it was found that "the suture came out from the hole above the foot." "The suture was cut and hemostasis was successful and the procedure completed." There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd